Event description:
Caller reported an alarm with multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by clearing the notification and resuming insulin, and a follow-up was requested for additional assistance due to recurring occlusion problems.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.